Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to the cuff leaking. The cuff and pump were said to be old and the patient had received radiation treatment after the pump was implanted. During the revision a new aus system was implanted. No information was provided about the patient's outcome.